Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective led unit, likely caused by wear and tear of the components over time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center displayed error code e105, the same defect as the last repair. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that error code e105 was displayed and was caused by inadequate contacts between the harness cable and the led light unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.